Manufacturer narrative:
The company has received a legal complaint and is unable to investigate due to legal constraints within the allotted reporting period. As a result, the company is reporting out of abundance of caution based solely on the allegations contained in the lawsuit. If and when the company is permitted to conduct a proper investigation, it will be able to determine if its device was used in the alleged injuries. The information currently available suggests that it is unlikely. The december 2018 FDA publication stated there is no proof that ect causes these types of injury. Somatics will supplement this report accordingly.

Event description:
Lawsuit was filed in california claiming many serious injuries including brain damage, memory loss and other problems. Dates of treatments were over four years ago.